Manufacturer narrative:
Concomitant medical device: 5076-45 lead implanted: (B)(6) 2013.

Event description:
It was reported that the right ventricular (rv) lead triggered a defibrillation impedance warning for a high impedance. Follow up with the physician's office indicated a chest x-ray was done and no issue was found. The lead remains in use. No patient complications have been reported as a result of this event.